Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure the integrated electrosurgical unit (iesu) had a error c-34. The monopolar energy would not fire. The site swapped energy ports and power cycled the iesu, but the issue remained. The customer used a spare generator to complete the procedure as planned. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product has been received, and the failure analysis (fa) is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the issue was confirmed using system logs, with errors c-34. Visual inspection found an issue related to the complaint, and testing showed error c-34 on startup. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.